Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced peripheral capillary oxygen saturation (spo2) and blood pressure dropdown. After preparation of the procedure, when the polarxfit was inserted inside the body and inflated, patient experienced spo2 and blood pressure dropdown. The catheter was deflated and removed together with the sheath, and preparation of the polarxfit was performed again while waiting for drug administration and recovery to normal values. After reinsertion, the procedure was completed without any problems. There were no abnormalities during the cryo-treatment, and there was no adverse effect to the patient. The involved devices were discarded and are not expected to return for laboratory.